Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block b3: date of event was approximated to (B)(6) 2020 as the event was reported to have occurred in late (B)(6). Block h6: device code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly with its arms opened and a yoke was returned. Microscope examination was performed, and the clip assembly does not had evidence of activations. Additionally, no failures observed in the yoke. No other issues found with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the left colon during a colonoscopy procedure performed in (B)(6) 2020. The exact date of the procedure was not provided. According to the complainant, during the procedure, the scope was retroflexed to gain position in placing the clip. The clip was able grasp and lock onto tissue, but failed to release from catheter to deploy. Reportedly, the clip was shaken, and the handle was rapidly opened and closed and the clip was finally released onto tissue. However, upon later inspection, the clip fell off the defect site. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Date of event was approximated to (B)(6) 2020 as the event was reported to have occurred in late (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the left colon during a colonoscopy procedure performed in (B)(6) 2020. The exact date of the procedure was not provided. According to the complainant, during the procedure, the scope was retroflexed to gain position in placing the clip. The clip was able grasp and lock onto tissue, but failed to release from catheter to deploy. Reportedly, the clip was shaken, and the handle was rapidly opened and closed and the clip was finally released onto tissue. However, upon later inspection, the clip fell off the defect site. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.